Manufacturer narrative:
The returned product was evaluated and no malfunction was identified. During inspection, an air bubble was noted in the insulin reservoir. The cause of the air bubble could not be determined. The omnipod user guide warns "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," and "failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery," and cautions "avoid using insulin from more than one vial, which may introduce air into the syringe."

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was kinked and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Patient reported that their blood glucose level reached greater than 432 mg/dl, cannula was kinked came out of the skin. Pod was worn between 4 and 24 hours.